Manufacturer narrative:
The united states customer reported an observation of an elevated advia centaur cp total hcg (thcg), lot 357 result that was discordant relative to retest results. Quality control (qc) results and calibrations were within expected ranges at the time of patient testing. Siemens service was dispatched, and total service was performed on the instrument. Parts were replaced and qc and precision were evaluated and met acceptance criteria. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated advia centaur cp total hcg (thcg), lot 357 result that was discordant relative to retest results. The initial result was reported and questioned by the physician. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00414 initial report on 17-sep-2024. Siemens investigated the united states customer report of an elevated advia centaur cp total hcg (thcg), lot 357, result that was discordant relative to retest result. The customer obtained a discordant patient result with advia centaur cp total hcg (thcg), lot 357. The initial patient result was reported and questioned by the physician. The sample was retested on a different day and a lower result was obtained and issued to the physician in a corrected report. The customer began testing samples in duplicate to ensure no additional outliers were observed. Quality control (qc) results and calibrations were within expected ranges at the time of patient testing. Siemens customer service engineer (cse) was dispatched to inspect the instrument and total service was performed. Parts were replaced and qc and precision were evaluated and met acceptance criteria. It was found that the sample was tested after routine instrument preventative maintenance had been performed on august 19, 2024. The customer has monitored performance following the service call and has had no further concerns. The customer is operational, and the reported issue was resolved by routine troubleshooting/service actions. A product problem was not identified. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.